Event description:
It was reported the patient was having a revision of an extension and implantable neurostimulator (ins) today. The extension was found to have some impedance issues and was being replaced for this reason. It was noted the surgeon cut the lead. The system was connected and the pulse width (pw) was adjusted and the patient had received good coverage. The broken lead was capped and connected to sensor. It was reported the battery was replaced due to normal battery depletion. Impedances were "out"on the left side of the lead, but patient received good therapy by expanding pw. New extensions and ins were used with existing lead. No new reportable information.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# j0405996v, implanted: (B)(6) 2004, product type: lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).